Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the atrial lead causing inappropriate mode switch. Since the patient is dependent on the atrial lead, the lead was explanted and replaced. The device was prophylactically explanted and replaced due to the advisory. The patient was stable. Related manufacturer reference number: 2938836-2019-16359.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).